Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with two (2) minicap transfer sets. The patient could not disconnect from the unspecified lines. This occurred when disconnecting after peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that there was a connection issue with an unspecified quantity [previously submitted as two (2)] of minicap transfer sets. Correction made to b6: ni (previously submitted as na). Correction made to b7: ni (previously submitted as na). Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Review of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.